Manufacturer narrative:
(B)(4). Upon follow up it was reported the cause peritonitis was unknown. The patient was not hospitalized for the event. The patient was treated with unknown intraperitoneal antibiotics (dose, route, frequency and duration not reported)for the peritonitis event. The patient has recovered from the peritonitis event on an unknown date and has been retrained on aseptic technique. At the time of this report pd therapy was ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. It was not reported if the patient was hospitalized. The cause of the event, treatment details and the patient's recovery status were not reported. Dianeal therapy was ongoing. No additional information is available.